Manufacturer narrative:
Investigation into this complaint included a customer data review, service history review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid. There is no indication that the alinity m system (list 08n53-002) serial number (B)(6) is performing outside of established design performance specifications based on the elements reviewed in this section. The assay met specification requirements as no error codes or flags were displayed for the quality control (qc) runs, indicating the alinity m sti assay reagents are performing as intended. Service history review: a service history review was performed to identify any similar complaints to the reported issue while using the alinity m system. The service history review of all tickets did not indicate any systemic performance issues related to the issue being investigated. Quality data review: CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the aalinity m system (list 08n53-002) serial number (B)(6) was not identified.

Event description:
The customer reported false negative patient results on the alinity m instrument running that alinity m sti assay. The customer reported that there were 2 samples of different sample types (endocervical swab and urine) from the same patient and that the results were discrepant. Sid (B)(6) - endocervical swab - cellpreserv tested on alinity m serial number (sn) (B)(6) on (B)(6) 2025 and the result was ng positive tested on sn (B)(6) on (B)(6) 2025 and the result was CT positive and ng positive. Tested on sn (B)(6) on (B)(6) 2026 and the result was CT positive and mv positive. Sid (B)(6) - urine tested on sn (B)(6) on (B)(6), 2025 and the result was CT positive. Tested on sn (B)(6) on (B)(6), 2025 and the result was CT, ng, and mg positive. Tested on sn (B)(6) on (B)(6) , 2025 and the result was CT, ng, and mg positive. The customer believed that the result on december 7 for sid (B)(6) was a false "not detected" result for CT. The customer also believed that the result for sid (B)(6) on december 7 was false "not detected" for ng and mg. The results from december 7 were reported to the physician. The customer believed that the results from december 23 were accurate. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list number 08n53-02 which received us FDA approval.